Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that their heart rate fluctuates while at rest. The patient also indicated that this is the second lead that is "open" or "not pacing from one end". It was further reported that the patient's physician is having him see a surgeon for possible lead replacement. The model 4951 lead remains in use and the model 5071 lead was capped. No patient complications have been reported as a result of this event.